Manufacturer narrative:
(B)(4). Failure to follow steps. This code is used to address the use of only one proglide device with the pre-close technique for a puncture site that was upsized to 16f. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an interventional coarctation stenting procedure. Reportedly, the sutures would not come out the tip of the device. The sutures were cut, the guidewire was re-inserted and pressure was applied to the puncture site. One end of the suture had a portion of the needle still attached and this is what stuck in the port of the device. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 16f and the coarctation stenting procedure was completed. Hemostasis was achieved with the pre-placed proglide suture and minimal manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported cuff miss and needle fracture were not confirmed as not all components were returned for analysis. It is likely that an interaction with patient anatomy or inability to maintain position/ stability of the device during deployment contributed to the reported needle to cuff miss/suture retrieval issue. However, the investigation was unable to determine a conclusive cause for the reported fracture/break. The treatment appears to be related to circumstances of the procedure. Reportedly, only one proglide device was used, instead of two devices, with the pre-close technique for a puncture site that was upsized to 16f. It should be noted that the perclose proglide instructions for use (IFU), states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation does not appear to have contributed to the reported difficulties for this device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the needle of the first proglide device appeared to have fractured. No additional information was provided.